Event description:
A prolieve thermodilatation was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system indicated a "lot-water level" warning. The cartridge was refiled with water and the procedure was completed. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.